Manufacturer narrative:
Device investigation summary ¿ one drive shaft, minimum 520mm length, for use with reamer/irrigator/aspirator (ria) (part number 314.743, lot number 13892-01) was received with the complaint category of ¿broken: tip broken procedural step unknown.¿ it was reported that the drive shaft was noted to have part of the tip sheared off. This was noted during a routine inspection at the storage unit. The complaint condition is confirmed as the drive shaft was received with a portion of the distal tip, which mates with the reamer head, broken off. Specific details regarding the technique used/handling which led to the device failure were not known, however it is most probable that excessive force and/or use of an incorrect drive unit repeatedly over torqued the drive shaft over the approximately 10 year lifespan of the device leading to fatigue and ultimately the fracture at the distal tip. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. Further evaluation at the chu shows that, during use, the drive shaft is attached to the corresponding length reamer/irrigator/aspirator (ria) tube assembly and a reamer head and then connected to a drive unit. The ria system is intended for use to clear the medullary canal, to size the medullary canal, to harvest bone and bone marrow, and to remove infected and necrotic bone. The returned drive shaft was received with a portion of the distal tip, which mates with the reamer head, broken off. The break is jagged and located within 5.3mm and 12.8mm of the distal edge of the drive shaft helix. The helix is intact and the broken portion was not received. The missing portion is estimated to be a maximum of 16.3mm long based on the device drawing. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Date of device breakage is unknown. Additional UDI number with synthes. (B)(4). Device is an instrument and is not implanted or explanted. Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device history record review: supplier lot number: 13892-01 / synthes lot number: 5019101 release to warehouse date: june 7, 2005 no non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tip of a drive shaft-minimum 520mm length for use with a reaming/irrigation/aspirator (ria) had sheared off. The issue was noted during a routine inspection at the storage unit. No patient or procedural involvement. This report is 1 of 1 for (B)(4).